Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: left mentor memorygel breast implant 200cc gel prosthesis, serial number: (B)(6), catalog: 3502001bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with a mentor memorygel breast implant 200cc gel prosthesis. Bilateral rupture of the breast prostheses was diagnosed post procedure on (B)(6) 2018 through the results of a mammogram on (B)(6) 2018. At the time of this report, mentor has received no information regarding explant date. This report is for the right breast prosthesis.

Manufacturer narrative:
Mentor received the following information on 5/7/2018: date of implant: (B)(6) 2013. Manufacturer¿s reference number: (B)(4).